Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast." The device has been explanted. Side was unspecified, this record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and crystalline were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast." The device has been explanted. Side was unspecified, this record is for the right side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/jan/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). The event of "inflammation/ irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/ irritation.

Event description:
Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast." The device has been explanted. Side was unspecified, this record is for the right side.